Event description:
It was reported that the device plunger was broken. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no exterior damage. No alarms pertained to the reported event so event history logs were not reviewed. Functional testing was performed and it was confirmed that the right plunger lever had a loose part in it. The most probably root cause was a defective part by vender. The right plunger case was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.